Event description:
It was reported that the patient presented for in clinic follow-up with fatigue and shortness of breath. Device interrogation was performed, and high capture threshold was noted on the left ventricular (lv) lead. Additionally, the lv lead inappropriately captured the right atrium. On (B)(6) 2026, an x-ray was performed, and lv lead dislodgement was noted. The physician explanted and replaced the lv lead. During the procedure, the physician completely removed the implantable cardioverter defibrillator (ICD) set screw from the header and could not reinstall the screw. The physician explanted and replaced the ICD. Following the procedure, the patient experienced a hematoma which resolved with pressure and time. The patient was discharged after the procedure.